Event description:
It was reported that: while inserting the guide wire into the vessel, resistance was felt and the wire separated. The issue was identified during use on patient. The device was removed and replaced. There was no reported patient harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: while inserting the guide wire into the vessel, resistance was felt and the wire separated. The issue was identified during use on patient. The device was removed and replaced. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.